Manufacturer narrative:
Additional information was received indicating that there was no patient involved in this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved attaching a cassette to the pump and found that the device alarmed "wrong cassette, pump won't run." The investigation determined that a faulty latch lock flex was the cause of the reported issue. The latch lock flex was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed "wrong cassette." No adverse effects were reported.